Event description:
During testing, screen and recorder display square wave signal and heartrate of 108bpm at power-up. No pt involvement. Currently awaiting return of device for analysis.

Manufacturer narrative:
Verified complaint in paddle mode only. Problem is intermittent. Found capacitor c 57 on analog board to be physically damaged; unit had been dropped. Recorder door latch broken. Replaced c 57 and latch. Unit functions correctly.